Event description:
During review of the patient's programming history on (B)(6) 2013 it was observed that a faulted system diagnostics test occurred that changed the patient's settings on (B)(6) 2007. The patient was reprogrammed afterwards but only the on time was fixed. No adverse events were reported to have occurred due to this settings change.

Manufacturer narrative:
Analysis of programming history.